Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter displayed inaccurately high results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue has been "ongoing intermittently for the last two weeks" prior to contacting lfs. The patient stated that she obtained an alleged inaccurate high blood glucose result of "15.0 mmol/l" on the subject meter compared to 9mmol/l on another meter (ultra mini), performed less than 30 minutes apart, she also compared to unknown results obtained on the respective meters and the meter reading of 15mmol/l to her feelings / normal results. The patient manages her diabetes with insulin pump therapy and reported taking increased levels of novorapid depending on the meter readings "maybe 2 units of novorapid" as a result of the alleged product issue. The patient stated that on an unknown date and time after the alleged product issue, she developed the symptoms of shakiness and feeling faint. The patient reported self-treatment with sugar to bring her blood glucose levels back up. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and the results were taken from an approved sample site. However, the csr stated that the patient used the incorrect testing steps by not washing their hands prior to testing. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include information that was omitted from follow-up #1. A secondary issue was also observed during meter testing; the subject meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.